Event description:
Right knee showed arthritis, bone on bone. Did the rooster cone shots, cortisone shots with no relief. Only option was tkr. The knee was naturally turned, the surgeon stated that he tried to straighten the knee by turning. The doctor states he has another pt with the same problems. Refuses to do anything but drain fluid. He states I should go to someone else. Tkr. Swelling, fluid has to be drained every 3 weeks, pain is severe, knee is unstable, bone scan loose parts. The surgeon refuses to comment on any recalls. Suggested another doctor.